Event description:
As reported: "on both screwdriver bit attachments 2351-0110 and 2351-0100, both rear attachments are broken off."

Manufacturer narrative:
The reported event could be confirmed, since the screwdriver is broken as complained. The device inspection revealed the following: two screwdriver bits were returned for investigation. The end piece of the coupling adapter is broken off at both devices, the fragments were not returned. In general are both devices in a good condition, there are just slight wear marks from normal use visible. The microscopic inspection has shown that both fracture faces have the typical view of a brittle overload fracture with a shear lip on one side. The shear lip indicates that the devices were exposed to high lateral forces when they broke. Based on that it can be concluded that a combination of high torsional and lateral forces did lead to a mechanical overload. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. There was no information provided how or when the screwdrivers broke, based on the performed investigation did a mechanical overload by applying too much torque and lateral stress lead to the breakage of the devices. If more information is provided, the case will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "on both screwdriver bit attachments 2351-0110 and 2351-0100, both rear attachments are broken off."